Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut off unexpectedly. It was reported that the customer administered bolus but miscalculated the amount of insulin. The customer reportedly experienced a low blood glucose (bg) level ranging from 38 to 167 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.